Event description:
I use dexcom g7 sensor with my motorola edge 2024 android based phone. The phone is a certified and tested product listed and approved by dexcom for medical purposes on the dexcom website. The dexcom g7 sensor and app. Has proven inaccurate and unreliable. The dexcom g7 app, disconnected occasionally , even within range of the sensor, for example less than 6' away, running on android 15. This resulted in missed readings and alerts on important blood sugar levels associated with my diabetic condition. My phone's operating system was updated by the carrier to android 16. After this update, dropped connections were nearly constant. The device simply stopped working with the app. And is 100% unusable. Dexcom continues to list and certify the motorola edge 2024 for use with the dexcom g7 app.. This is most likely willful negligence, in that they are putting users at risk, because the product does not work as described in marketing documents. My further research has determined that the dexcom g7 is unreliable with other phone platforms running on android 16, which has been on the market, released, for a year. Dexcom has already been forced to recall other devices and app.s for defects and this situation is simply a continuation of the previously acknowledged irresponsible behavior of dexcom. The dexcom g7 sensor also has a design defect that results in false low readings, due to pressure exerted on the sensor when laying down, or resting against a chair back. Thus, users may erroneously adjust medication and meal strategy based on erroneous data from the dexcom products. Dexcom makes claims that the g7 sensor has a 10 day service life, with a 12 hour "grace period." My experience with the product is that the sensors never last longer than eight days, well outside of the specified performance standard. This is the analog to paying for 10 gallons of gas and only getting 8 gallons pumped into one's tank. Further research on my part has uncovered that dexcom is doing its best to deceiving the public on the serious issues related to android 16, by not informing the user base and public that there is a known issue with dexcom connectivity, that is both hardware and software related. Doesn't dexcom have a duty to inform under federal law? Many people use the dexcom app. On their phone to gather blood sugar readering and automatically transmit their data to their doctor, for analysis. This automatic transmission is severly effected my the disconnection of the sensors never last from the g7 app. There are numerous posts of users complaining about these issues on facebook and youtube, so this is not an isolated anomaly. Please investigate dexcom and require them to recall this product.